Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture when they jumped into the pool. Customer's blood glucose level was 324 mg/dl. Customer stated the screen went blank after the moisture and the insulin pump will not turn on. Troubleshooting for moisture damage was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the device for further testing.